Event description:
It was reported, that "the size unknown dic pop out when pt. Cough and don't remain attached to outer cannula." There was no reported pt injury and/or change in therapy. The involved device has been discarded, therefore not available and investigation.